Event description:
Sorin group (B)(4) received a report that, during bypass, the display of the s5 roller pump went dark and displayed a warning sign. The pump stopped. The pump was hand cranked to maintain blood flow. The pump was power cycled but stopped again with the same warning. There were no consequences to the pt as a result of this event.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that, during bypass, the display of the s5 roller pump went dark and displayed a warning sign. The pump stopped. The pump was hand cranked to maintain blood flow. The pump was power cycled but stopped again with the same warning. There were no consequences to the pt as a result of this event. The pump was returned to sorin group (B)(4) for eval. The pump was run for approx 860 hours without any error. Inspection of the internal components found a loose pin at the can-bus cable. It is believed that the loose pin was the cause of the problem. Sorin group (B)(4) determined that this was an isolated incident and no corrective action is required, but they will continue to monitor the market for similar events.